Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay pt contacted lifescan (lfs) alleging that her one touch ultra meter did not turn on. The complaint was classified based on the initial information provided to the customer care advocate (cca). The pt said the reported meter had stopped working about one month ago. She said, she did not test her blood glucose after that time because she did not have another meter. She said she was feeling tired and thirsty at times after the meter stopped working. She said, she takes a fixed daily dose of insulin and pills for diabetes. She went to her doctor and the doctor increased her medication. Information regarding readings obtained by the doctor and the pt's specific medication regimen was not provided. The cca was unable to complete troubleshooting because the pt said she had thrown the meter away before calling lfs. The cca sent replacement product to the pt and explained that she should call lfs with the product in hand in the future. The complaint is reported because the pt alleges she felt tired and thirsty after her one touch ultra meter did not turn on.